Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the customer experienced a blood glucose level in the 500's mg/dl. Customer declined to provide additional information regarding the reported issue.